Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection/ allergic reaction at the site of the implant. The icm remains in the patient. No further patient complications have been reported as a result of this event.